Manufacturer narrative:
Evaluation of the returned device did not confirm the reported issue of inaccurate delivery of gas. Evaluation found the unit alarms during the air alarm test causing the unit to go into bypass during the balance test. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer reported the mixer is not delivering gas accurately. When set at 100%, only getting 50%. When set at 50%, only getting 10%. Issue was found during set-up prior to clinical use.